Event description:
Pt was treated into the upper vermilion border on 10/15/96. The physician noticed unusual bruising at the right upper vermilion border immediately after the treatment. The pt was seen on 10/16/96 with persistent bruising. On 10/17/96, an ulceration had developed from the bruised area approx. 0.75 inch toward the right nostril. The physician was unsure if the ulceration was related to herpes and prescribed oral duricef and warm compresses. On 10/21/96, the ulceration remained; topical bactroban was prescribed. On 10/22/96, warm compresses, light debriding of the area was performed and the pt was instructed to continue the bactroban.